Manufacturer narrative:
Integra has completed their internal investigation on 08/30/2016. The investigation included: methods: evaluation of device. Review of device history records. Review of complaint history. Results: evaluation of device: initially, this assessment was based upon slippage/ incident, no snapped or broken screw was observed as such this device was not sent in for an engineering review however product was serviced back to full working order. With respect to the returned unit it has passed all specific functional testing requirements. When unit is properly positioned and put under pressure unit would not have slipped. Report created after it was deemed initially that product was not received and based around the photo provided. Since then the physical product was sent in and inspected but did not exhibit a broken part but an assessment by service was performed as noted above. Engineering investigation report generated based solely on the description of the complaint and not on the physical device involved. This device was manufactured on 06/08/2010 and a review of the DHR containing serial number (B)(4) showed that this device passed the required inspection points without reworks, mrrs or variances. Service history: date of service: (B)(6) 2015. A two year lookback in the complaint system for this reported failure and or related to "headrest screw snapped off " for this product ID shows that 2 complaints were received including this case. No new design or manufacturing trends have been identified. This issue will be monitored in summary: a photo was provided by this customer showing a broken screw as such an investigation was performed based on the photo. The root cause could not be attributed at this time as the physical product sent in did not exhibit a broken part. There is a chance that the fracture was caused by fatigue cracking due to an axial tension load (tightening of the drawbar) and/or bending load which exceeded the strength of the material. An assessment up against the inspection requirements and for slippage shows that this complaint is not confirmed - no issues observed. Unit cleaned per protocol (B)(4). With respect to the returned unit it has passed all specific functional testing requirements. When unit is properly positioned and put under pressure unit would not have slipped.

Manufacturer narrative:
Additional information received from the customer on (B)(6) 2015: it was confirmed that the surgeon hooked up the old radiolucent base to the other side of the head clamp.

Event description:
The customer stated there was a slip while the unit was attached to the patient. While dissecting around the optic nerve during the middle of the craniotomy for aneurysm clipping, the xr2 radiolucent headrest screw snapped off, causing the patient's head to fall. Because of the retractor the surgeon was using, it actually helped hold the headrest until the resident was able to grab it. The patient was repinned, repositioned, and a new mayfield head clamp and base were obtained to attached to the patient so that the surgeon could finish surgery. There was no apparent patient injury. There was surgery delay but it was not documented how long. Additional information was received on (B)(4) 2015 with the following: the surgery was not performed with a stereotaxy device. Approximately 60 pounds of pressure was applied by the surgeon. The system was in use for approximately 2 and 1/2 hours before the incident occurred. The screw from the radiolucent base that screws into the head clamp was the one that snapped off. The patient had no adverse outcomes related to this incident or related to the delay in surgery. It was clarified by the customer that the patient did not have to be repinned (as previously stated). The customer has to verify with the surgeon if the patient had to be repositioned but from what she was told, the universal retractor that the surgeon was using helped hold the patient's head in place and nothing moved at the moment so surgery was able to be continued despite situation.